Event description:
#Medwatcher #(B)(4). Stretching, felt pains in implantation area. Next day extreme vertigo, next week pains in uterus accompanied by hair loss, pains in gut and general feeling of unwellness.